Event description:
It was reported by the patient that the pump was alarming 'no disposable.' The patient used a backup pump, changed the cassette; and the infusion ran successfully. No patient injury was reported.

Manufacturer narrative:
(UDI) unknown. Operator of device: patient/consumer. Reference medwatch (B)(4). No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided.